Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Territory business manager is stating that he received notification that the casters are bent.